Event description:
The customer reported that the system locked up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following system components were replaced: the gib/ffb backplane, ffb circuit board, control panel processor, backplane ribbon cable and the ps1 power supply. The calibrations files were reloaded. The system was then found to be operating as intended.